Event description:
It was reported that within 30 minutes of the initial pacing system implant, pericardial tamponade occurred. The patient developed symptoms, had an echo done and was prepped for the tap. The patient stabilized. It was also reported that atrial non-capture was noted. While the lead was found to have no visual or mechanical problem during the lead revision, the physician preferred to replace the lead. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found. The full lead was returned and analyzed.